Event description:
It was reported that a red alert was displayed on this cardiac resynchronization therapy defibrillator (crt-d) device that indicated high out of range shock impedances measurements were recorded on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested review of the stored threshold and impedance measurements. Upon review, ts confirmed that the rv lead shock impedance measurements gradually increased to be greater than 125 ohms. Ts discussed possible causes like lead calcification with the hcp. Ts recommended for an in person visit to be scheduled for further lead testing and evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.